Manufacturer narrative:
Similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay on (B)(6) 2022. The patient initially tested positive with the ID now covid-19 assay. The patient was reported to have been asymptomatic and with the initial positive result, repeat testing was performed. The repeat test generated a negative result. The customer indicated that the site decided to perform quantitative antigen testing on (B)(6) 2022 but the results have not yet been received. Although requested, no additional information will be provided.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number and log files, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as no applicable information was provided for investigation. The product will continue to be monitored and tracked.